Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an advisory. It was also reported that this defibrillation lead exhibited noise on the rate/sense and shocking channels which resulted in pacing inhibition. The lead was capped and replaced. Following the lead repositioning procedure the patient implanted with this coronary sinus lead experianced diaphragmatic stimulation.